Event description:
The hospital is reporting that there was no vessel fusion at the completion of the cycle even though the "end tone" was heard. The procedure was completed with another handpiece. The operating time was extended by more than 30 minutes. The hospital reported no patient injury.